Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on an unknown date. A pinnacle posterior pelvic floor repair kit was also implanted. The implantation dates provided are (B)(6) 2005 and (B)(6) 2009, but it was not specified which device/s were implanted on each date. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.